Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: the returned complaint device consisted of a coyote nc balloon catheter. The balloon is loosely folded with blood in the balloon and lumen. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination revealed that there is a 5mm longitudinal tear in the balloon 24mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.